Event description:
The customer reported that the device malfunctioned and the pt died. No other info about the event is available at this time. This investigation remains open.

Manufacturer narrative:
The factory has not yet received this device for eval and the investigation remains open. A follow up report will be submitted upon completion of the investigation.